Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 4/4 of their automated peritoneal dialysis therapy. Per initial report, the patient line of the homechoice set became disconnected from the hp's transfer set during therapy. Baxter's tsc assisted the hp in ending therapy early. No patient injury was indicated at the time of the initial report.